Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board and batteries were replaced to resolve the reported event. No report of patient involvement. (B)(4).

Event description:
The hospital reported an internal failure error. There was no report of patient involvement.